Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2020-jun-01 the patient reported they experienced inadequate relief from pump/no pain relief. After a catheter dye study (cds) was done on (B)(6) 2020, the catheter was dislodged and coiled in the subcutaneous tissue. It was noted that the catheter was out of the spine. A catheter revision was performed where the catheter was explanted/replaced on (B)(6) 2020. The outcome of the event was resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter dislodgement and the clinical diagnosis was inadequate relief from pump. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.

Manufacturer narrative:
H6: deice code c63075 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter other relevant device(s) are: product ID: 8598a, serial/lot #:(B)(4), ubd: 22-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (3.7 mg/ml at 3.001 mg/day), bupivacaine (20 mg/ml at .5551 mg/day) and fentanyl (2000 mcg/ml at 300.1 mcg/day) at via an implantable infusion pump. It was reported that the patient had a spinal catheter that was noted to be out or migrated from that intrathecal space. He was getting his pump increased for the last year with no real significant improvement in his pain. He had a failed catheter dye study in (B)(6) 2020. At surgery today it was noted that the ethabon suture had cut through the neck of the anchor and the catheter was sitting in a subcutaneous space. The hcp placed a new spinal segment today and the explanted catheter would be returned for analysis. It was noted that the patient was a gardener and spent a lot of time bending; the hcp put the patient in an abdominal brace to prevent movement at the waist line. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.